Event description:
It was reported that while responding to a ventilator alarm, the respiratory therapist (rt) observed the ventilator display screen turn black, followed by the device shutting down. The patient was removed from the ventilator and transitioned to an alternate ventilator as a precautionary measure. There were no reports of patient injury or harm associated with this event. A review of the device logs confirmed a momentary cpu reset, with ventilation recovery occurring within 18 seconds. By design, audible and visual alarms are annunciated during the momentary system restart.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.